Event description:
A (B)(6) female pt contacted zoll customer support to report a code 102 from her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor produced a code 102 at power up. Upon eval r45 was open. The cause for the open resistor was detached leads on high-voltage capacitor c22 on the defibrillator board. The cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis determined that epoxy was not applied properly during previous servicing of the monitor. No adverse event resulted from the broken leads on c22. The pt received a replacement monitor.